Event description:
The manufacturer received information alleging "there are numerous active exhalation valve failure alarms". There was no harm or injury reported. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging "there are numerous active exhalation valve failure alarms". There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device did not "present with a specific failure mode or failed component". The repair technician documented that the device's front panel, cooling fan assembly, fan retainer, outlet side panel, and muffler assembly need to be replaced due to (dust) contamination. The device's air inlet foam filter is missing and needs to be replaced. It is noted the components that functional failed on evaluation include the tubing-system board, tubing-blower chassis, tubing-fio2, and tubing-low flow o2 due to all hoses are yellow and will need to be replaced. Additionally, the device's air inlet foam filter, muffler assembly, proportional valve (aecm), 3 way solenoid valve, internal battery pack, and detachable battery pack need to be replaced for 4-year preventative maintenance. The customer has requested no repair made to the device and it will be returned unrepaired to the customer.